Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up this device presented a significant decrease in battery longevity indicative to premature battery depletion. This patient was confirmed through additional information received that the patient is currently undergoing radiation therapy in which a device exchange procedure has not been determined. No adverse patient effects been reported. This device is currently implanted and still in service. Should updated information be provided a new report will be provided.